Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitors in the examination room not turned on. Review of the system log file showed that the hdd of the suite pc not connecting well. The fse replaced the hdd (hard disc). After replacement of the hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no image on the live and reference monitors in the examination room. No harm has been reported to philips. Philips remote service engineer (rse) reviewed the logs and verified that the hdd 2 was not available. Once the hdd 2 was connected and some memory was freed up from the system, it was confirmed that the issue was resolved. System is returned to use in good working condition. A philips field service engineer (fse) inspected the system onsite and confirmed that x-ray imaging was no longer possible. Troubleshooting actions showed a problem with the hdd 2. The fse connected the hdd 2, recreated image store and returned the system to use in good working order.